Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint was not confirmed in the lab due to a lack of sample. The patient stated that there was air in the patient line. The lot number is unknown therefore a batch review was not performed. Not enough data is available within the complaint to identify root cause, therefore root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
The customer contacted baxter's technical service center regarding a check heater line alarm which occurred on the homechoice (hc) during use during fill 1 of 5. The tsr had the cg check the patient line. The cg stated there were air spaces in the line. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) contacted the home patient's (hp) daughter on (B)(6) 2011 regarding the reported event. The daughter stated that this has happened before and thought that they received a bad lot of bags because this has happened three or four times. The daughter stated that the bag was not letting fluid come out so the hp was getting air in the lines instead of fluid. The daughter stated the sample had been discarded and she did not know the lot number of the supplies. The daughter stated they did not let the registered nurse (rn) know about the air but if it happened again they would inform the rn.